Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effects of heart failure, mitral stenosis, and mitral regurgitation are listed in the mitraclip clip delivery system instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported heart failure, mitral stenosis, and mitral regurgitation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The weight was recorded on (B)(6) 2020. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to recurrent mitral regurgitation and clinically significant mitral stenosis observed (B)(6) 2020. It was reported that on (B)(6) 2020, the patient presented in an unstable health condition, with severe advanced heart failure, severely reduced ejection fraction, and multiple comorbidities. A left ventricular assist device (lvad) had been attempted, however, was unsuccessful as the patient had malignant hypertension. The lvad was not implanted and procedure aborted. On (B)(6) 2020, the patient presented with continued severe heart failure, in an unstable health condition, functional mitral regurgitation (mr) grade 4+, and a relatively elevated baseline mean mitral valve pressure gradient of 3-4 mmhg. The mitraclip procedure was considered a last resort procedure. With respect to the baseline gradient, two mitraclips were successfully implanted, without a device malfunction. The mr had been reduced to grade 3 and the gradient was observed at 7-8mmhg. The results were deemed acceptable. Reportedly, due to the patients pre-existing conditions, the 7-8mm gradient was not an adverse event. The physician was comfortable with the procedure results and the clips were deemed beneficial. With respect to this complicated patient, the gradient was not clinically significant and was not associated with an adverse event at this time. On (B)(6) 2020, the patient's mr had increased (recurrent), the ejection fraction remained low at 20%, and clinically significant mitral stenosis was reported. The physician is considering surgery; however, surgical intervention is still risky with this patient. There was no device malfunction reported. No additional information was provided regarding this issue.